Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, swelling and pus from the incision was identified. The implantable pulse generator (ipg) system was explanted due to infection.the source of the infection was the pacemaker pocket. Cultures were taken andthe organism was identified as (B)(6) antibiotic medication was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.